Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A computed topography (CT) was used to diagnose the subarachnoid hemorrhage, but the images were not available. The patient's fall was caused by stumbling and there was no device related reason for the fall. There were no changes to the patient's coagulation status that may have contributed to the patient's subarachnoid hemorrhage post fall.

Event description:
It was reported that the patient developed traumatic subarachnoid hemorrhage due to a fall and was admitted. They received a drug adjustment and were discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.